Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center endoscope or camera head detection without function (scope detection did not work). It's unknown when the issue reported was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. During the device evaluation, an additional reportable malfunction of flickering images that temporarily disappeared was also identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was presumed that the flickering image and the scope detection issues were caused by a faulty locking system in the video connector. Olympus will continue to monitor the field performance of this device.